Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, the iol came out of the cartridge rapidly and made a hole in the capsule. A vitrectomy was performed and the iol remained implanted. The surgeon reported that "the lens and condition as stable". No further info is expected.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. No further info is expected.